Manufacturer narrative:
Pt info was not available. No other adverse pt effects were reported. If additional info is received, a follow-up report will be submitted. No eval will be performed.

Event description:
3m received info that during a aaa wound debridement and closure, a (B)(6) male pt sustained a 3cm x 5cm, 3rd degree burn to the right lateral thigh, caused by a 3m universal pre-corded split grounding pad. The pt was treated with silvadene and covered with sterile gauze. It was reported that the surgeon made two requests to increase the power. The alarm sounded, and at the end of the procedure, the nurse noted a burned smell. According to the head nurse, 60% of the pad (near the tab end) was adhered to the pt at the end of the procedure. The burn occurred under the opposite end of the pad, the side of the pad which had lifted. The nurse also stated, there was no fluid pooled in the area of the burn.